Manufacturer narrative:
(B)(4). Results: deployment difficulties, cause of event is unknown. Conclusion: cause of event is unknown. Evaluation summary: the taper tip was recaptured into the graft cover. The sheath was free of any kinks. The slider was in the home position. The tip capture release handle was in the home position, but not in the locked position. During evaluation, the tip capture release handle worked fine. The stent graft deployment and recapture mechanism worked fine w/o any issues.

Manufacturer narrative:
Notification to affected customers was made per (B)(4) for the appropriate bailout technique and manufacturing process improvements were implemented.

Event description:
(B)(4).

Event description:
A talent captiva stent graft system was implanted in a patient for the endovascular treatment of a thoracic penetrating ulcer. The vessel morphology was reported as mild calcification and mild to moderate steep thoracic arch. The stent graft was advanced to the intended landing zone. The physician pulled the bare spring release button; however, the bare spring release would not release. The release button was slid back and would spring back to the original starting position; there was tension in the release button. The physician pushed, pulled and torqued the delivery system and the apexes were released from the spindle. The stent graft was deployed at the intended location. No clinical sequelae were reported, and the patient is fine.